Manufacturer narrative:
Conclusions: the customer has decided not to repair the beds at this time.

Event description:
It has been reported by (B)(4) that the siderails are cracked and scratched on three of their ld304 maternity beds. No patient involvement or adverse consequences were reported.